Manufacturer narrative:
H3 other text : device not return.

Event description:
He manufacturer received information alleging a ventilator's touchscreen was frozen and not responding. There was no harm or injury reported.   The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen was frozen and not responding. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's lcd display and display board need to be replaced to address the issue. The display board and lcd display were evaluated by the manufacturer's product investigation laboratory (pil) and found the display board and lcd display functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen was frozen and not responding. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's lcd display and display board need to be replaced to address the issue. H3 other text : third party field service engineer.